Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 46-47 mg/dl. The cause of the low bg was unknown. The customer consumed glucose tablets to address low bg. Bg level began to rise and customer declined to troubleshoot with tandem technical support. Additional information was not provided.